Event description:
It was reported that the patient had "strongly sclerotic vessels." The md inserted the spring wire guide (swg) via the patients "femoral" and then advanced the catheter over the swg into place. While "pulling" to remove the swg the md met resistance and the "wire hooked and ruptured." As a result, the md removed the catheter and the swg during a "medical / surgical intervention" as one unit. The md was able to successfully insert another catheter.

Manufacturer narrative:
Sample will not be returned for evaluation.